Event description:
It was reported that the procedure was to treat a heavily calcified unknown lesion. A 3.75 x 20 mm nc trek balloon ruptured during inflation at 20 atmospheres. The procedure was completed with another balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon leak was confirmed via returned device analysis. Based on the visual/scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the nc trek instructions for use (IFU) warns not to exceed the balloon rated burst pressure. Based on the information reviewed, there is no indication of a product deficiency.